Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure along with a non-bsc guide wire. During the procedure in the first pass, the jetstream device became stuck on the wire. The entire system was removed together from the patient. No patient complications were reported and the patient was reported as stable following the procedure. It was further reported that the anatomy location for this procedure was the superficial femoral artery (sfa) and the procedure was completed using another jetstream catheter.

Manufacturer narrative:
A2: age at time of event: patient was over 18 years old. Device eval by manufacturer: returned product consisted of a 2.1mm jetstream xc atherectomy catheter with a barewire emboshield filter guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed shaft damage located 3cm from the tip. The wire was sticking out of the tip end 5cm and sticking out the proximal end 154cm. It was noticed that the catheter tip was run too far distal and interfered with the coils on the tip. The device was set up and the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The jetstream device IFU lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a barewire emboshield filter guidewire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.

Manufacturer narrative:
Age at time of event: patient was over 18 years old.

Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure along with a non-bsc guide wire. During the procedure in the first pass, the jetstream device became stuck on the wire. The entire system was removed together from the patient. No patient complications were reported and the patient was reported as stable following the procedure.